Manufacturer narrative:
Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4), h3: product ID 97755 serial# (B)(6). Was returned for product analysis. Analysis found no anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that since date of implant, patient has had a hard time with the controller finding the ins. Patient stated that for the past five days, patient haven't been able to charge the ins because patient continues to see no device found. During the call, the patient reset the controller and was able to connect to the ins immediately but the connection would switch from good to excellent quickly. Patient reported that since date of implant, it takes her several hours to charge the ins. Patient said that the recharger(rtm) coil gets very hot when charging the ins and patient said it feels hot and make patient feels sick. Patient service specialist(pss) reviewed with patient that if the ins isn't charged then the controller will show no device found when trying to connect the controller to the ins without the rtm. A replacement rtm was requested. It was reported insr coli was hot and taking 3 hours to charge ins. The patient is receiving "no device found".